Event description:
Additional information: there was no harm to the patient's health.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a triple lumen powerpicc catheter and two photographs of a product label were returned for evaluation. An initial visual observation of the video showed a triple lumen powerpicc catheter outside of a patient. A syringe filled with clear liquid was observed to have been attached to the gray luer hub of the catheter. A longitudinal split was observed slightly distal to the distal tip of the molded joint. Clear fluid was observed to leak from the split. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. The complaint of a frayed guidewire is confirmed; however, the exact cause is unknown. An initial visual observation of the video showed a triple lumen powerpicc catheter outside of a patient. A longitudinal split was observed slightly distal to the distal tip of the molded joint. A frayed guidewire was observed to protrude from the split. The guidewire was observed to be bent, and the coils appeared to be unraveled. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. The complaint of catheter dislodgement is inconclusive due to the state of the returned sample. An initial visual observation of the video showed a triple lumen powerpicc catheter outside of a patient. However, the returned video provided no indications or evidence of catheter dislodgement. Inspection of the returned video was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 04/22/2026: the doctor reported no resistance to passage. Catheter was inserted in the right basilic vein with passage of the guidewire to the superior vena cava. PICC passed over the guidewire. Control phlebogaphy, heparinization of the set, assessment of hemostasis. Device secured with kit's dressing (statlock).

Event description:
It was reported that during an evaluation of a PICC catheter used in the patient, an exposed external wire was observed in the proximal portion of the device. When performing a patency test with 0.9% saline infusion, it was found that no solution was exiting through the distal end of the catheter, as expected for proper device function. Instead, leakage of the solution was observed through the external wire present in the catheter body, indicating possible structural compromise of the device. According to the healthcare team¿s report, the exposed wire was causing discomfort to the patient. It was also reported that the team did not remove the PICC, and it was noted that the device had reportedly been spontaneously expelled. The device was found to have a structural defect. No further information is provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.